Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. There was no visible damage noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during a unk procedure, the device would not cut and would not coagulate. They don't know if there was an error code or not. Surgeon used another like device. No pt consequence.